Event description:
A month after the interventions a during the post-op visits, the presence of infections and deshicences is noted. The sutures were removed and the problems disappeared.

Manufacturer narrative:
(B)(4).